Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer stated that the insulin pump alarmed low when the blood glucose reading was 127 mg/dl. She stated that on another occasion, the blood glucose reading was 171 mg/dl. She declined troubleshooting assistance and was advised that the sensor be replaced. Nothing further reported.